Event description:
The emt crew responded to a person in cardiac arrest. The device reportedly displayed a "connect electrodes" warning message after the electrodes were attached to the patient. It was reported that the patient had been down approximately ten (10) minutes prior to the emt arrival and the patient was already non-responsive. The pt was brought to the hospital where a different device was used to shock the patient. The pt was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.